Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges was leaking. Customer's blood glucose was 178 mg/dl. Reportedly, customer loaded a new cartridge and resumed insulin delivery.